Event description:
Additional information was received that the patient had their device replaced. It was indicated the hospital was informed that the device needed to be returned to the manufacturer however it is a known location to be difficult to get explanted products from and hospital does not allow any representatives of the company handle the explanted device. Therefore, the explanted devices have not been received for analysis to date.

Event description:
It was reported the patient was being referred for battery replacement due to low battery. The referral form and clinic notes for the patient were later received indicating the patient was being referred for a full system replacement due to high impedance. No surgical intervention has been reported to date. No additional relevant information has been received to date.